Event description:
Customer's mom reported that her son was "admitted to the emergency room due to high blood sugar." The customer suspected that the "pdm meter was not giving accurate readings" because, it read 200 mg/dl, but when tested at the hospital his blood glucose was 600 mg/dl. No further info was provided regarding this event, such as, what treatment was provided. The device was not returned for evaluation.

Manufacturer narrative:
The pdm was not returned for evaluation. We are unable to confirm any product malfunction that may have caused or contributed to the customer's erroneous bg meter readings. The omnipod's user guide advises that customer's should perform a control solution test when it's suspected that: the meter or test strips are not working properly, when it's believed test results are not accurate, or when results are not consistent with how the user feels. In addition, the user guide warns, "if you are experiencing symptoms that are not consistent with your blood glucose test and you have followed all instructions described in this user guide, call your healthcare provider immediately." To avoid hyperglycemia, it is strongly suggested that customer's check blood glucose 4 to 6 times a day so they can react quickly and appropriately to abnormal readings (high or low). Product lot qualifications were reviewed and found to have met all acceptance criteria.